Event description:
Caller alleged discrepant results compared with another inratio meter. Results as follows: date: (B) (6) 2010, inratio2: 1.7, inratio: 2.5.

Manufacturer narrative:
Inratio precision date provided by end-user lot: date: (B) (6) 2010, inratio 2 - 1st inr: 1.7, inratio 1 - 2nd inr: 2.5, mean: 2.10, sd: 0.57, %cv: 26.94. Since 26.94% cv is more than 20%, the precision test failed the criteria for precision. Visual inspection revealed contamination on heater plate. Inratio result provided by the customer is registered on memory, but did not meet precision criteria. Strip investigation was performed on strip lot #223042. Donor 1, inr return: 2.2, inr in-house: 2.1, mean: 2.15, sd: 0.07, %cv: 3.29, resolution: pass. Donor 2, inr return: 2, inr in-house: 2, mean: 2, sd: 0.00, %cv: 0.00, resolution: pass. For each pair of replicates for each sample on strip lot #223042, mean and standard deviations were calculated. In-house test results have 3.29% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further investigation will be pursued. Conclusion: customer results didn't meet precision criteria. Therapeutic donor blood was tested on retain strip with returned meter, and in-house meter, and precision criteria was met. Meter function testing criteria was met. As of 3/12/2010, 6 discrepant result complaints were reported for lot #223042 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required as product deficiency was not established.